Manufacturer narrative:
(B)(4). A complete optia set was received for investigation. Upon visual inspection of the set no mis-assembles or defects were noted with the set. Cold agglutinin disease is characterized by the presence of high concentrations of circulating antibodies directed against red blood cells. It is common to heat the treatment room when performing tpe on pts with cold agglutinin disease. The treatment room was not heated for this treatment. Conclusion: the pt's disease state contributed to this incident. The spectra optia appeared to be operating correctly.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. One time, during procedure, during a tpe on a pt with cold agglutinins, operator noticed something in the return line, after the return chamber that looked like clotting. There were swirls of something in the return chamber that they thought had passed through the filter. Operator aborted the run after 800ml of exchanged plasma, without performing rinseback. After unload of the disposable set they couldn't see anything in the return line but still something in the return chamber. Operators didn't use an extra heated room, only normal room temperature. They used warm fluids during the run. Disposable is available for investigation. This report is being filed as a result of medical intervention to end the treatment early.